Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and was analyzed. No anomalies were found.

Event description:
It was reported at implant the ventricular lead tip appeared bent. It was also noted the stylet inside the lead was also bent. The physician decided to use another lead. No patient complications were reported as a result of this event.